Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil came out from the tip of the parent catheter. A 8mmx20cm interlock¿-35 was selected for use. During delivery, it as noted that the coil got unraveled and came out from the tip of the parent catheter. The coil was then removed together with the parent catheter and was retrieved. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device was performed and revealed that only a coil was returned and it was stretched near the interlocking arm end. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. Microscopic inspection of the coil was performed and observed that the zap tip of the main coil has a smooth surface. Dimensional inspection that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the coil came out from the tip of the parent catheter. A 8mmx20cm interlock¿-35 was selected for use. During delivery, it as noted that the coil got unraveled and came out from the tip of the parent catheter. The coil was then removed together with the parent catheter and was retrieved. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.